Event description:
The lead was explanted due to high impedance and no lv capture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 24.5 cm distal to the is4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. A ligature mark was found 46.5 cm proximal to the lead tip. The conductor coil was found fractured 45.5 cm proximal to the lead tip, which is assumed to be the root cause of the observed high impedance and loss of capture. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.